Event description:
The facility reported that the resident had been raised in the lift. One caregiver was pushing the lift and the other went to the far side of the lift to assist in positioning the resident. At that time the resident went into spasms and his upper body slid outside the side of the sling. His head hit the leg of the lift. The resident's lower body and legs remained in the sling. The resident sustained a small bump to the back of his head and was placed under observation for 48 hrs. No other treatment was described. (B)(4).

Manufacturer narrative:
Additional info will be provided when the MFR has completed an investigation.